Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: february 20, 2009. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate was broken postoperatively. The patient underwent an initial procedure on (B)(6) 2008 and implanted with non-synthes product. During a second procedure on an unknown date the patient was implanted with a synthes plate. The patient indicated there was severe pain during the rehabilitation process which prevent the patient from working and it was discovered the plate was broken. The patient had a revision procedure on (B)(6) 2010 and the device was removed. A new plate was implanted and the patient is doing better currently. Concomitant parts reported: screws (part/lot unknown, quantity 8). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was admitted to a hospital in (B)(6) on (B)(6) 2008 and discharged on (B)(6) 2008. During that time, the patient underwent a surgery due to a left femoral supracondylar intra-articular fracture + right femoral subtrochanteric fracture observed during the investigations conducted on the person when brought to the emergency room as a result of an intra-vehicular traffic accident. Orthopedic surgery was performed using a screw plate. A right and left femoral fracture occurred after the intra-vehicular traffic accident in 2008. It was seen in the x-ray dated (B)(6) 2012 that the right femoral subtrochanteric break showed union with fixation material present; the left femoral supracondylar break showed union and degeneration was seen in the joint range of motion.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The plate shows scratches and abrasion. Also the threaded holes show partly strong abrasion. The plate is broken at the location of the second drill hole. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that an occurrence during the healing process (e.g. Non-union, delayed union, overloading or a combination of different factors) led to a fatigue failure. No indication for product related issue was found. The concomitant devices were received back for evaluation: the received eight locking screws are intact and remain concomitant devices. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a